Manufacturer narrative:
The patient demographic information is unknown at this time.the suspect device lot number and manufacture date is dependent on the return of device to manufacturer.no parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Lot number is provided. Device manufacture date is provided. Upon visual inspection of the clamp it was found that one of the teeth of the fixed jaw has been broken off. 3.58mm of the jaw has broken off. Also, one of the teeth of the adjustable jaw has tool damage.

Event description:
A medtronic representative reported a spine reference clamp damaged while in a spine procedure. The spine reference clamp would not clamp down as tightly as is preferred. The surgeon completed the procedure with the use of the stealthstation treon treatment guidance system. There was no negative impact on patient outcome reported.